Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while charging the pump, the customer noted that the pump and wall adapter smelled like burning plastic. There was no visible damage or smoke. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose value was 100 mg/dl.